Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for total protein gen.2 (tp2) on a cobas c 503 analytical unit. The initial result was 107 g/l. The sample was repeated as this result did not correspond to the patient¿s previous result. The repeat result was 79 g/l.

Manufacturer narrative:
The tp2 reagent lot number was 85870501 with an expiration date of 31-may-2026. The customer visually observed microclots during the repeat test. The instrument also produced multiple "abnormal cell blank errors" and 2 "abnormal aspiration errors." The field service engineer (fse) adjusted the piercer, cleaned the cell rinse valve, replaced a crystallized basic wash check valve, cleaned the sonic wash station, replaced and adjusted the sample probe, verified rinse volumes, replaced the cuvettes, and performed a cell blank measurement. The system was operating within specification. As both preanalytical and instrument issues were identified, the specific root cause could not be identified.